Event description:
It was reported that the device was explanted after an implant duration of approximately 10.40 months. The reason for explanting the device was not provided. No further details were reported.

Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 10/05/2010 and 10/12/2010); however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.